Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a power on reset (por) and a problem with telemetry was observed. It was noted, the ICD was reset and "no telemetry sign" appeared when the ICD was attempted to be reprogrammed. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).